Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call of the customer's high blood glucose levels. The husband states the device will not give bolus when they enter their blood glucose level. The customer's blood glucose level at the time was 425mg/dl. The customer was informed on the reason why bolus was not delivering at the time. The customer declined to troubleshoot for the high blood glucose levels. No further assistance was needed.